Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had a primary tkr using amp on xxx. Allegedly the tibial base plate subside by approx 30 degrees and allegedly a revision was performed. Alleged use of 2x 14 mm medial pivot insert during the revision